Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband was reported via phone call that, the customer had low blood glucose 48 mg/dl and at the time of the incident it was 47 mg/dl and current blood glucose was 104 mg/dl. The blood glucose was 78 mg/dl. Customer treated low blood glucose with food and customer did not want to troubleshoot. Customer has been experiencing low blood glucose for on and off due to intestinal issues she has been having. The device will not be returned for analysis.